Event description:
Healthcare professional stated valve was removed due to calcification and cuspal tears. Device had been implanted 139 months. Pt age at implant 63. The valve was returned for analysis.

Manufacturer narrative:
This report is a follow-up to the initial report to now include the 3500a report received from the user facility on 11/26/96. H11. Codes: device code #2379 - labeled.